Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not the soft cannula bent, kinked, or damaged. Download data did not show any timeouts or drive stalls and no alarms were generated. The device was successfully reset and paired to a master pdm, but the full rerun was not completed as an 0x5c, open count too low at end of prime, alarm was generated. Inspection of the drive mechanism found one of the hook switch cups to be damaged as a result of the downloading process, causing the failure of the rerun. Although the full rerun was not successfully completed, there was no evidence of a communication error while pairing to the master pdm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.